Event description:
The event is reported as: customer alleges: "customer called in reporting that the applier jammed after sterilization and prior to use on a pt." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.